Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 170cc mentor memorygel breast implant, catalog # 3507170mc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a 275cc smooth mentor memorygel breast implant and experienced postoperative right-sided allergic hypersensitivity reaction. Eczema arose a few months after implantation and was confirmed by biopsy. The physician noted that the eczema distribution is suggestive of allergic hypersensitivity reaction, and requested constituent ingredients of the implant for consideration in additional diagnostic testing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.